Event description:
The pt's parent reported that the pt awoke with itching, nausea and return of symptoms. The pump was refilled approximately three weeks ago. The pt was taken to the emergency room as a precaution. Device registration system reveals new pump was implanted in 2007. A follow-up report will be sent if add'l info becomes available to us.